Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The device was returned in a non-company peel pouch. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. No viscoelastic was observed in the nozzle or the tip of the device. The plunger was retracted to mid-nozzle. A broken trailing haptic was observed. The haptic was on the left side of plunger, near the tip of the nozzle. The lens was returned outside the device, returned in a separate non-company peel pouch. Viscoelastic was dried on the lens. One haptic was bent in the distal area. The other haptic was broken from the gusset area and was returned still in the device near the nozzle tip. The optic was cut in half, typical of insertion and removal. The provided photos appear to be of the returned product. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported complaint appears be related to a failure to follow the (instructions for use) IFU. No viscoelastic was observed in front of the broken haptic portion in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. Only use an company ovd qualified for use with the company device that has been allowed to come to the operating room temperature. The lens was returned outside of device. The broken haptic was returned still in the device. The broken haptic portion is on the left side of the nozzle. The haptic distal tip is oriented toward the nozzle tip. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. It is unknown if the qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23 degree celsius / 73 degree fahrenheit ) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens haptic was broken in the injector. There was patient contact and impact. Additional information has ben requested and received that the fragment in the eye was removed through a second surgical procedure and company lens was implanted. There was no patient impact.